Manufacturer narrative:
The reported event occurred on a cobas e 801 analytical unit (serial number: (B)(6)). The investigation determined that the issue was related to bad calibrations on the assays. Service actions included removing the existing reagent packs, loading new packs and calibrators, and performing fresh calibrations. The new calibrations passed, and signal recovery improved to levels consistent with pre-issue performance. A review of quality control data confirmed that qc recovery results were within acceptable ranges after the service intervention. No pre-analytical issues were identified, and no patient data was available to substantiate the failed patient correlation. The issue was resolved at the customer site following the service visit, and no further concerns were reported. The device remains in operation at the customer site.

Event description:
The initial reporter alleged discrepant results with the hbsag g2 elecsys e2g 300 v2 assay on the cobas e 801 analytical unit. The initial result for the sample was negative. A repeat test, performed as part of an automatic confirmatory process, generated a positive result. The customer deemed the repeat confirmatory result to be correct. No erroneous results were reported outside of the laboratory, and no serious injuries were caused or contributed to by the event. The customer deleted all results, and no additional patient data was available for review.